Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that there was a piece of white septum in the syringe on multiple occasions. Customer believed that the occlusion alarms were caused by pieces of white septum entering the cartridge. Reportedly, a new cartridge was loaded to address the issue and insulin delivery was resumed. Blood glucose was 150 mg/dl.